Manufacturer narrative:
H3: product analysis of 105-5056, lotno:b674158 as found condition: the marathon micro catheter was returned for analysis within a shipping box; within a resealable plastic biohazard pouch; within an opened marathon outer carton and within a second resealable plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the marathon micro catheter hub. The distal tip and marker band were found broken from the remaining marathon catheter body. The edge of the break was found jagged with stretching and slight necking. The inner liner was found stretched and damaged. The distal catheter segment was not returned for analysis. Testing/analysis: the total length was measured to be ~173.6cm and the usable length was measured to be ~167.5cm. Due to the stretching, the missing segment length could not be determined. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was confirmed. The catheter was found stretched and broken. The jagged edge and stretching occurring at the break area indicate that the device surface failed due to tensile overload. Customer reported no friction/difficulty during procedure, no vessel tortuosity abnormality, and devices were prepared per IFU. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the procedure was completed with another catheter. The cause of the poor marker visual ization was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a marathon catheter marker tip was not visible. The corresponding marathon was induced and it was induced under fluoroscopy, but the tip marker was not visible, so it was collected. There was no friction or resistance during catheter delivery. The devices were prepared according to the package inseert. The catheter was flushed as per instructions for use (IFU). The patient was undergoing tumor embolization treatment. Vessel tortuosity had no abnormalities. The access vessel was around 1-2mm. No patient symptoms or complications were reported. Ancillary devices: synchro soft (stryker) guidewire.